Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine was giving a ¿bic pump no eos¿ alarm during heat disinfect. The biomed determined that the bicarb pump was the cause of the alarm and wanted a warranty replacement for the part. The ts specialist assisted with ordering a replacement part for the biomed. No additional information was provided in the initial reporting, and the biomed could not be reached for additional details. However, the part was returned to the manufacturer for evaluation. Upon evaluation of the returned part, evidence of thermal decomposition was found. Additional information was obtained upon further follow-up with the biomed. The biomed confirmed they were able to fix the machine by replacing the bicarb pump. The biomed did not notice any visible damage on the bicarb pump that was replaced. It was confirmed there was no burning smell or burn damage noticed, and there were no signs of any smoke, sparks, or flames. The machine had approximately 120 hours on it at the time of the event. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed confirmed they returned the bicarb pump that was replaced. It was also confirmed that the machine was put back in service following the repair.

Manufacturer narrative:
Plant investigation: the acid/bicarb pump was returned to the manufacturer for physical evaluation. No external damage was noted on the returned part. The pump was installed onto a test machine for functional testing. A grinding noise could be heard coming from the acid/bicarb pump followed by a ¿bic pump no eos¿ alarm during the rinse program. The failure was traced to a faulty optical sensor ic1 on the lp645 board. An inspection of the optical sensor found the bulb on one of the diodes to be burnt/burned out. The lot number of the damaged diode is 1902. The optical sensor ic1 was replaced for retesting and the rinse program was then completed without failure. Dialysis mode functioned properly without any failures and the self-test program was completed without any failures. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the investigation, the reported complaint was able to be confirmed and the cause was traced to a component failure.